Manufacturer narrative:
Technical analysis determined there is no traceability concern and no risk for the patient. Sub-contractor in charge of packaging has been trained. There root cause is a sub-contractor error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
The sales rep reported that the inner labeling carries wrong reference number (ez18-12-12) outer reference number and all lot numbers are correct so there is no traceability concern and implant selection should not be an issue. There was no patient involvement.